Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was broken at battery compartment. Customer reported that battery cap was broken and batteries were held in with tape. Customer reported that damage caused insulin to not be delivered correctly. Customer was not able to troubleshoot due to driving.